Event description:
I cannot express the feeling I have about my recent discovery. I am now 9 days post op from my lavh done on (B)(6). I followed up with my ob/gyn yesterday and discovered from the pathology report that a "intrauterine device" was embedded in my uterus. Obviously, since I have never had an iud, this is an essure coil despite the fact that I had a positive hsg test in 2010 that there was a coil in each fallopian tube. No wonder the pain I had for so long since implanted in 2009, was suddenly gone. The heaviness in my pelvic area, my bladder, even post op - I could feel a difference. Now, that I learned my essure was embedded in my uterus, the report is not clear to me where the second coil might be. I am being vigilant about looking for the other coil. If both were in my uterus, it is not clear to me, nor my doctor's office as there was nothing noted in the report of the fallopian tubes as to finding any coil. I am praying that it has not embedded somewhere else in my abdominal cavity - such as my colon. I am waiting to get orders for an x-ray or other type of diagnostic to give me peace of mind once and for all. I also have inflammatory bowel disease - ulcerative colitis, and have experienced continuous flare ups since late 2009 - right after getting the essure implants. Those symptoms are still flaring and since in am not responding to medication, my gi doctor is recommending a complete colectomy - removal of my entire large intestine. I am praying that since discovering the coil in my uterus, that maybe my body will calm down once and for all and begin to finally heal.

Event description:
Add'l info received from reporter on 12/03/2015: this is an update to the adverse reaction report filed (B)(6) 2013 regarding essure. As of (B)(6) 2015, I have been diagnosed with lupus (sle), inflammatory arthritis and fibromyalgia. I began having many of the symptoms of lupus during the time, I had essure 2009-2013. I had a hysterectomy (B)(6) 2013 after the essure device migrated into my uterus. Now, I am suffering another autoimmune disease because of essure.